Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va0tq2e, implanted: (B)(6) 2015, product type: lead.

Event description:
The patient reported that she had a car accident two weeks prior to (B)(6) 2016 and ever since then she had a lot pain. She was almost positive the pain was from the implant. She was not sure if it got jarred or what. She called her healthcare provider (hcp) and was told to call a manufacturer representative (rep). The patient stated it was getting worse. She noticed this the next day and thought maybe it would go away, but it had gotten worse. The pain was sciatic nerve and where the box was implanted it burned. She could not put weight on her whole left hip and leg, so had to use her right leg, especially to go up. The patient thought the lead slipped out or broke. It was not helping at all and this was immediately after the car accident. She had the device turned off and the pain was still there. She thought something was not in place as her whole side was painful. It hurt in the middle of her back and down. The nurse said to go to the emergency room (ER), but the patient stated they would not know by doing an x-ray. The patient's indication(s) for use were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.